Event description:
It was reported by the patient that they underwent a hysterectomy on (B)(6) 2025 and a topical skin adhesive was used. The patient reported that they had an allergic reaction to the skin adhesive. Approximately 6 days after the procedure, there was erythema around the incisions from immediately postop. It was described as erythematous, some areas raised, surrounding each incision, some areas 1 inch in diameter around incision and some larger especially around the umbilical incision. The patient also experienced pruritis. The patient was prescribed zyrtec, benadryl and ultimately a medrol dose pack. The current condition of the patient was reported as improved, with a localized reaction still present. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure name? Robotic hysterectomy, bso, peritoneal washings. What is the procedure date? (B)(6) 2025 what date did the reaction occur on? Perhaps around 6 days? After procedure. There was erythema around incisions from immediately postop. What does the reaction look like and how large of an area does the reaction cover? Erythermatous, some areas raised, surrounding each incision, some areas 1 inch in diameter around incision and some larger escepically around the umbilical incision. Pruritis. Do you have any pictures of the reaction? Yes. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Zyrtec, benadryl and ultimately a medrol dose pack was prescribed. If medication was required, please clarify if it was prescription strength. Zyrtec 10mg, benadryl 25mg one time dose. Medrol dose pack was prescribed. Can you identify the product code and lot number of the product that was used? No. Ethicon dermabond advanced manufactured by ethicon llc. It was administered in the operating room. What is the most current patient status? Improved, localized reaction still present. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Skin adhesive used previously with no adverse reaction. Brand and specific closure not known. Is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No. Assumed that it was disposed of in the operating room. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Do you have photos of your reaction that you would like to provide to ethicon? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the following information on the authorization to use or disclose information form attached: your surgeon¿s name, email, phone number, address. Your signature. Please scan the signed form and email back to ethicon.